Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and vomiting. The cause of peritonitis was unknown. The patient was hospitalized for the event and treated with meropenem injection (1gm, once daily, intraperitoneal, ongoing) and vancomycin injection (1gm, every 96 hrs, intraperitoneal, ongoing) for peritonitis. On an unknown date, the patient was discharged from the hospital and was recovered from the peritonitis. Pd therapy was ongoing. No additional information is available.